Manufacturer narrative:
The hill-rom tech found that the ground pin was severely bent. He replaced the ac plug to resolve the issue.

Event description:
Info received indicated there was a loss of ground continuity.